Event description:
It was reported that the insulin pump was dropped in the water. It was also reported that water inside the device was noticed. The battery was changed several times and the insulin pump was frozen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of moisture damage on the electronic assembly.